Event description:
The pt went into a diabetic coma due to low blood glucose. His wife tested his blood glucose with the suspect device with the suspect device at that time and it was hi (>600 mg/dl) and 153 mg/dl, testing back to back. She called paramedics and 15 minutes later they tested his blood glucose and it was 30 mg/dl. He was transported to the hosp and given intravenous fluids, the pt was unsure of what type.